Event description:
The customer reported to olympus, when using the 12g-sdi cable 8.5m in combination with the cv-1500 video system center and the oev321uh, uhd lcd monitor a green noise occurred on the monitor when the power was turned on. Sometimes the image could not be seen due to the noise and other times, the image could be seen a little bit. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm. This report is related to 2 others. Please see reports with patient identifiers: (B)(6), (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation was confirmed. The visual inspection showed no abnormalities. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. When we combined cv-1500 and oev321uh and maj-2429 to confirm the separation, we confirmed that image-noise occurred when maj-2429 was combined. Confirmation of description of the instruction for use (IFU) was not applicable as the failure was not due to user misuse. Olympus will continue to monitor field performance for this device.